Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that he patient implanted with his subcutaneous implantable cardioverter defibrillator (s-ICD) was being seen for a device check after reported getting a shock from their device. Upon interrogation, data showed one treated episode and one shock delivered. Data was reviewed which showed very low amplitude signals for much of the episode and then signals became more regular before the shock was delivered and rates were around 200 bpm or slightly faster. Appeared to be double counting. The field representative stated the patient was symptomatic, but did not pass out. The shock does not cleanly break the tachycardia, but breaks about 3 second post-shock to a normal rhythm which the rep stated matched the patient's current s-ECG. Ts recommended not changing programming since the patient did not feel the fast rate. The device is currently programmed to a conditional zone of 200 and shock zone of 240 bpm. No adverse patient effects were reported.